Event description:
It was reported that the user experienced shakiness consistent with hypoglycemic symptoms while blood glucose readings were in the 90¿102 mg/dl range, consumed candy for symptom relief, and deferred a planned supply change due to feeling shaky. Customer care provided support that included complaint intake and user coaching on resting and resuming device supply change when symptoms resolved. Investigation of this case revealed no device malfunction or component failure and no evidence of insulin delivery error. Symptoms included tremor and feeling shaky. Outcomes included no injury, no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.